Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 70 yr old male pt, the device flashed an error message "system shut down" then inappropriately shut down and restarted itself. Complainant indicated that the clinician manually restarted the device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.